Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The angulation was insufficient due to the stretch of the angle wire. There was a catch on the instrument channel. The insertion tube was crushed due to an external factor. The boot of the insertion tube was buckled due to external factors. An abnormal noise was generated from the control section. The adhesive of the bending section rubber was chipped. Due to external factors, the monitor of the camera section and the grip unit were scratched. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by physical stress, such as rubbing, or by a chemical attack, such as with a non-recommended chemical. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.